Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked ye and magnification and it was identified that the tubing had disconnected from the male luer connector. Marks of solvent on the tubing walls suggested excess solvent application. Dimensional tests were performed on the tubing and luer connector with no issues noted. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the filter of a clearlink continu-flo solution set. The nurse further reported that when they tried to disconnect the set after noticing the air, the primary tubing broke off from the filter. This occurred during priming with total parenteral nutrition (tpn). There was no patient involvement. No additional information is available.